Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was unable to deflate the bulb via normal means. It required additional intervention by specialist. Patient was transferred to facility with on-call urologist for cystoscopy.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was unable to deflate the bulb via normal means. It required additional intervention by specialist. Patient was transferred to facility with on-call urologist for cystoscopy. Per additional information received via email on 27aug2025, as for the medical intervention that the patient was transferred to a facility with an on-call specialist and a cystoscopic removal of the device was required.

Event description:
It was reported that foley catheter was unable to deflate the bulb via normal means. It required additional intervention by specialist. Patient was transferred to facility with on-call urologist for cystoscopy. Per additional information received via email on 27aug2025, as for the medical intervention that the patient was transferred to a facility with an on-call specialist and a cystoscopic removal of the device was required.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted received the cut portion of cap/inflation port. Using the (in-house) syringe the inflation port was flushed with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and to see if any blockage was present no blockage present. (0.030") pin gauge fit within inflation lumen. Therefore, the reported event is inconclusive due to poor sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.